Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-sep-08. It was reported that the patient was hospitalized prior to the pump issue. It was indicated that the hospitalization was not related to the empty pump. It was detailed that the patient was admitted to another facility on (B)(6) 2017 for an IV/port infection prior to the alarm date, which caused the empty pump. It was related that the last fill was on (B)(6) 2017. The patient was given IV (intravenous) and oral dosing prescribed and was discharged on 10 mg of valium three times per day and 60 mg of baclofen four times a day. The empty pump was resolved as the pump was refilled on (B)(6) 2017 after being discharged from the hospital. The patient¿s weight at the time of the event was unknown as they were at an outside facility. No further complications were reported or anticipated.

Manufacturer narrative:
Hospitalization no longer applies. Serious injury no longer applies. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-sep-11. It was reported that the ¿IV/port infection¿ was not related to the infusion system. It was indicated that the patient was treated at an offsite facility/hospital as actions/interventions taken to resolve the ¿IV/port infection¿ and that the cause of the ¿IV/port infection¿ was unknown. The patient was receiving antibiotics and was discharged from the hospital and following up with their doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via propharma group on (B)(6) 2017. It was reported that the patient was (B)(6) and their medical history included stiff person syndrome and immunodeficiency (indicated to be current conditions). The patient¿s concomitant products included xanax (alprazolam), valium (diazepam), dilaudid (hydromorphone hydrochloride) gammagard (immune globulin infusion) given once weekly, norvasc (amlodipine), lovaza (omega-3 acid ethyl esters) and inderal (propranolol hydrochloride). Except where otherwise indicated, the doses, routes and durations of therapy were not provided. On an unspecified date in 2012, the patient started treatment with lioresal (baclofen) [2000 mcg/ml] at 1270.2 mcg/day, per continuous infusion, indicated for intractable spasticity (muscle spasticity) and spinal cord injury/spinal cord disease (spinal cord injury). It was reported that on (B)(6) 2017 the admitting diagnoses for the hospitalization was immunodeficiency, sepsis, and infected venous access port. It was clarified that the IV/port infection was referencing a PICC (peripherally inserted central catheter) line that was used for IV (intravenous) ig (immunoglobulin). It was noted that the pump was restarted at an 84% decrease to 199.87 mcg/day after it was refilled on (B)(6) 2017. Additional information was received from a consumer via propharma group on (B)(6) 2017. It was reported that the patient was hospitalized on an unspecified date in (B)(6) 2017 (note this is conflicting with the previous report that the patient was admitted on (B)(6)2017) for a staph infection at the patient¿s ¿power port¿ located on their chest for a ¿blood infection.¿ it was noted that the patient had a black lump on their chest which was described as a blood blister and this blister burst. The patient had pus coming out of the chest infection. On (B)(6)2017 the patient¿s pump was empty and the patient was unable to walk (note this is conflicting with the previous report that the pump ran out on (B)(6) 2017). At that time, the patient was hospitalized but they were unable to fill the pump. It was noted that on (B)(6) 2017 the patient was discharged from the hospital and the patient immediately went to the managing physician for a refill of the pump (note this is conflicting with the previous report from the hcp that the patient was discharged on (B)(6) 2017 ). It was related that as of (B)(6) 2017 the patient was at home, had seen a neurologist earlier in the day and was doing better. The patient had a PICC line but planned to see a surgeon the following week to have the PICC line removed and it was anticipated that the patient would have a port put in approximately two to four weeks after the PICC line removal. The patient¿s weight was reported to be 107.48 kg. It was indicated that the managing physician reported that the PICC line infection was not related to the pump infusion system and the cause for the infection was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen with an unknown concentration at a dose of 1200 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that the patient¿s pump ran out on (B)(6) 2017. It was noted that the patient had been in the hospital and they couldn¿t get anyone with privileges at the hospital to come refill the pump. It was indicated that the consumer would call their doctor who also had a pump and ask for the manufacturer's representative contact information. No further complications were reported.